Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the customer had low blood glucose level of 54 mg/dl. Customer was treated with food. Customer stated that there was a delay when press a button on the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the self test and the displacement test. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector or stuck button alarm noted during testing. No pump error 63 alarm occurred during testing and pump error 63 alarm was not found in the downloaded trace files. (B)(4).